Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited increased in power consumption which affected this device's longevity. The technical services believed that this was due to increased right ventricular (rv) rate and due to frequent no therapy events. This device remains in service. No adverse patient effects were reported.